Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep had reprogrammed the ins and now was seeing the patient again and they were reporting that they were getting intermittent zapping/shocking along with the coverage. It was also reported that the impedances were changing drastically with position. It was reported that contacts 5, 14, and 15 had impedances of over 10k ohms when the patient was sitting. When the patient stood up, contact 7 went from 900 ohms to 6k ohms and when the patient layed down, it went to 10k ohms along with the other contacts. It was noted that the patient had a cervically placed paddle lead. The patient was scheduled to have x-rays taken on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was scheduled for a revision on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and complex reg pain syndrome type I. It was reported that the patient was not getting as much pain relief as they had been getting before. It was reported that the patient was using group f with 2 programs. It was noted that the first program had an impedance of greater than 4000 ohms and the second program had an impedance of 744 ohms. It was reported that electrode 5 had impedances of over 10000 ohms in combination with any other electrode. It was also reported that electrodes 7 and 14 had impedances of over 10000 ohms and electrode 15 had an impedance of greater than 4000 ohms. It was noted that all other electrodes had impedances in the 800 ¿ 900 ohm range. The manufacturer representative planned on programming around the electrodes that had high impedances. No further complications are anticipated.